Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found both the tamper seals are intact, but the right plunger case is cracked. The device?s event history log was reviewed for evidence of the reported event and found ?motor not running?. To conduct functional testing, the device was powered up occlusion test was performed, ?motor not running? Error was found during occlusion. Root cause is due to the motor assembly, worm gear, lead screw and both clutch halves not operating as intended as a result of customer use. Worm coupling, worm gear, motor bracket, lead screw and both clutch halves were all replaced, passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects - health impact code updated.

Event description:
It was reported that device motor is not running. No patient injury was reported.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.